Event description:
During the beginning of a middle pancreatectomy the olympus thunderbeat stopped working. A piece of the instrument broke off rendering it unusable. (Thunderbeat 5mm, 20cm, inline grip, model no. Tb-05201c).what was the original intended procedure?pancreatectomy.